Manufacturer narrative:
The biomedical engineer (bme) reported that they received reports from staff that the gz transmitter was "erasing" itself from the central nurse station (cns); the patient's name and data dropped off. The bme stated that at one point it did show comm loss, but when attempting to duplicate the issue, it did not. They attempted to admit and discharge on the unit, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: central nurse's station (cns): model #: pu-681ra serial #: (B)(6) device manufacturer data: 03/01/2023 (march) unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that they received reports from staff that the gz transmitter was "erasing" itself from the central nurse station (cns); the patient's name and data dropped off. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they received reports from staff that the gz transmitter was "erasing" itself from the central nurse station (cns); the patient's name and data dropped off. The bme stated that at one point it did show comm loss, but when attempting to duplicate the issue, it did not. They attempted to admit and discharge on the unit, but the issue persisted. No patient harm was reported. Investigation summary: inspection of the returned unit identified that the bed ID auto delete feature was enabled, which accounted for the loss of bed information. No communication issues could be reproduced during testing, and the unit passed a 24-hour monitoring period without errors. Root cause: configuration. No further investigation is required. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: central nurse's station (cns): model #: pu-681ra, serial #: (B)(6), device manufacturer data: 03/01/2023 (march), unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, additional information: b4 date of this report, d9 device available for evaluation, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer, h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that they received reports from staff that the gz transmitter was "erasing" itself from the central nurse station (cns); the patient's name and data dropped off. No patient harm was reported.